Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted. Initial reporter phone number: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00193.

Event description:
It was reported that the device failed to complete test cut. The event did not occur during surgery. No known impact or consequence to the patient. No adverse event was reported. Due diligence is complete. No further information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-00193. Review of the most recent repair record determined the cutter failed the test cut.; however, the repair was not completed because the cutter was returned to the customer with notification that the cutter does not meet the acceptance criteria. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.